Event description:
It was reported the ultrasonic surgical device tip broke off at the beginning of a therapeutic lap hysterectomy procedure. The doctor had just about started the cauterization/cutting when the tip broke off. The generator displayed an error message indicating a problem with the tip. The instrument was immediately replaced with a new one, and the procedure was completed with the new device. The procedure time was extended by approximately ten (10) minutes. The device part fell out of the patient into the collection bag. The piece was searched for at length but was found in the collection bag and removed by hand. There was no need to take a picture, as the abdomen was examined with a camera during the search and it was clear that it was not there. The patient was under general anesthesia. No patient harm. The device had been inspected prior to use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 corrected fields: b5, d4, d10 the device was returned to olympus for inspection, and the reported failure was confirmed. The probe was broken at 14.22 millimeters from the distal end. Based on the results of the investigation, it is likely stress led to the malfunction; however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat tip fell off. There were no reports of patient harm.